Event description:
An aneurx stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unk. It was reported 24 months post stent implant, the CT demonstrated a type ii endoleak resulting in enlargement of the aneurysm. The physician elected to surgically convert the pt to a conventional stent. The physician believes that there was no device failure due to the pt's multiple type ii endoleaks. The user facility discarded the stent graft system. No add'l clinical sequelae were reported and the pt is fine.